Event description:
This is being filed to report a clip opening after being locked, partial clip movement, and tissue injury requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system was advanced to the mitral valve.  Following the first grasping attempt, it was suspected that the posterior leaflet might have been punctured or slightly torn. The clip was positioned more laterally and was implanted on both leaflets in the a2/p2 location. Following clip deployment, the clip was noted to open to 10 degrees.  During the course of deployment and following the clip opening, the clip appeared to tilt on the leaflets. The physician suspected that the opening and tilting of the clip was due to the previously suspected leaflet damage or possibly from grasping of the chordae.  A second clip was implanted lateral to the first clip to stabilize the clip and to further reduce mr.  The procedure concluded with mr reduced to 2-3.  There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported clip open while locked and partial clip movement appear to be due to procedural conditions (leaflets damaged from grasping or grasping of chordae). The tissue injury appears to be related to procedural conditions. Tissue injury is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.